Event description:
It was observed that during the device evaluation, the colonovideoscope device exhibited foreign material on the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the type of the material or probable cause of the foreign material remaining on the objective lens could not be determined. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.